Manufacturer narrative:
Concomitant medical products: product ID 8781, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with intrathecal medication via an implanted pump. The type of intrathecal medication was initially unknown to the reporter. The patient's medical history, indication for use, and other medications being taken by the patient at the time of the event was not provided. A pump pocket issue was identified. The patient had been involved in a motor vehicle accident a few months ago, as of (B)(6) 2015, and since the accident the patient had complaints of a sudden onset of pump pocket irritation. The physician was going to re-locate the pump from the left abdominal to the right abdominal side. Compatibility of catheters was discussed. Later, on (B)(6) 2015, information was received from a company representative who indicated that the patient's pump was delivering lioresal intrathecal (concentration, dose, and lot # unknown). The patient's indication for device/therapy use was spasticity. Actions/interventions taken to resolve the pump pocket irritation was the relocation of the pump to the other side of the body (date of pump re-location not provided). Additional information regarding other troubleshooting/actions/interventions, causes, and outcome were not provided. Additional information has been requested, but it was not available at the time of this report.